Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter contacted lfs on (B)(6) 2011 alleging inaccurate low readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The following is based on the initial call placed the reporter. The reporter mentioned that the alleged low readings began either on (B)(6) 2011 or (B)(6) 2011. At an unspecified time on (B)(6) 2011 the patient had obtained a 121 mg/dl and a 151 mg/dl. The patient was comparing meter readings to feelings/ normal results. The readings were not done back to back. Due to the alleged readings, the patient did not take any action. At an unspecified time later, the patient ended up getting sick. There is no information on what kind of symptoms the patient had developed. The patient ended up going to the ER/ hospital at around 2:00 pm on (B)(6) 2011 and was tested on the hospital device and obtained a result of 458 mg/dl and a 479 mg/dl. The patient was treated with insulin in the hospital and was hospitalized. It is unknown how long the patient was admitted in the hospital. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the reporter alleged that due to the alleged low blood glucose readings the patient had obtained on his meter, he developed symptoms,was admitted and treated in the ER for blood glucose readings of 458 mg/dl and 479 mg/dl.